Event description:
Additional information received confirmed the catheter was replaced and it was reported the patient was doing much better now that her catheter had been fixed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dye study was being done to check the catheter because the health care provider (hcp) was concerned that the dose had been gradually raised since implant without the patient getting the full desired therapy effect. The patient had reported ¿some benefit¿ when using the personal therapy manager (ptm) and they had decreased some medications outside of the pump since implant. The device system was used to deliver fentanyl, clonidine and bupivacaine. The following day it was reported the patient was scheduled for a catheter revision on (B)(6) 2014. It was later reported that the patient was having a loss of effect which had generated the dye study, as previously reported. The device manufacturer representative didn¿t have a printout available; it was left with the hcp. It was noted nothing out of the ordinary would show up on the printout. It was further reported the catheter had dislodged. A device manufacturer representative was covering the revision case because ¿the patient pulled the catheter out of space¿. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).